Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Picked instruments up from hospital. They were used in a case where stryker omega implants were removed. Replacement implants were used, but from another company. No rep was present, but all implants removed successfully. T handle and lag screw inserter stuck together. Connecting bolt threads broken.

Event description:
Picked instruments up from hospital. They were used in a case where stryker omega implants were removed. Replacement implants were used, but from another company. No rep was present, but all implants removed successfully. T handle and lag screw inserter stuck together. Connecting bolt threads broken.

Manufacturer narrative:
The reported event that connecting bolt omega was alleged of 'instrument breakage identified out of surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.